Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the alaris 8100 displayed an error while in use, ¿replace channel with operational unit,¿ error code 240.4150. It was noted that the issue was reported before patient use.

Manufacturer narrative:
The customer¿s reported complaint of the pump module displaying error code 240.4150 during use was confirmed and replicated during the investigation. An external and internal inspection of the customer¿s incident pump identified the male iui(inter-unit-interface) with signs of unidentified film contaminants on the connector contact pins. The female iui showed signs of green corrosion and a bent connector contact pin 14. No other obvious issues or anomalies were identified with the device during the inspection. Log analysis result: review of the logs confirmed the channel error code 240.4150.0 on the source device at 7:40:51 am on the reported date of the event. Since the pcu was not provided, programming details, drug name/ ID and profile were not determined. Based on the available logs, an unknown infusion was programmed on (B)(6) 2021 at 7:40:41 am at a rate of 500ml/h with a vtbi of 100mls. The infusion continued until a channel malfunction (error 240.4150.0) was exhibited at 7:40:51 am. Approximately a minute later the pump was channeled off. Test results: pressure sensor malfunction test method results showed pump module exhibiting a channel error as a result of a faulty bottle side pressure sensor. The pressure sensor showed railing at 4.98v during an asm analog sensor test. Root cause: the root cause of the reported error was a result of a channel malfunction caused by a bottle side pressure sensor failure, which is likely related to faulty internal sensor circuits. A contributing factor has shown the issue related to excessive force applied to the sensor during clinical operation or during handling. Device history review: a review of the device history record showed the device had a manufacture date of 28dec2017. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n 15103349 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the alaris 8100 displayed an error while in use, ¿replace channel with operational unit,¿ error code 240.4150. There was no patient harm. It was noted that the issue was reported before patient use.